Event description:
During a premature ventricular contraction procedure, a contact force error was noted causing a delay. Once the catheter was placed in the sheath to get to the left ventricular outflow tract, the ensite mapping system displayed an error message stating: "no contact force information available". The contact force displayed normally when the catheter was placed in the right ventricular outflow tract. Connections were checked and the tactisys and the mapping system were restarted with no resolution. The catheter was exchanged, and the procedure was completed without adverse consequences to the patient.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical problem and subsequent delay remains unknown.